Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips would not advance. Upon the first two activation, the clips would not advance. After one more activation, the clip could be armed in the jaws, but then the firing trigger was stuck. The device was not used. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Anti-backup failure. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Due the anti-backup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The device locked out as intended but the orange indicator was visible at the 10th firing sequence thus, it over traveled. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.